Manufacturer narrative:
Serial number of the mpu was not provided. Manufacturer's investigation conclusion: the mpu was evaluated due to a no external power alarm being identified within the log file, regarding the mpu. The log file contained data spanning approximately 1 day ((B)(6)per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. On (B)(6) 2019 at 4:22, a no external power alarm occurred while the mpu was in use. The emergency backup battery appropriately operated the system during this time and support to the pump was not interrupted. The alarm resolved once power was restored to the system. No other notable events related to the mpu were observed throughout the log file. The mpu was not returned for analysis and was stated to not have been owned by the patient. The root cause of the no external power alarm was unable to be conclusively determined through this analysis. The heartmate ii patient handbook describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries), and 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a no external power event on (B)(6) 2019 while the device is connected to mobile power unit (mpu) based on the log file review by an abbott's engineer. This event could be caused by the mpu power cord coming loose from the mpu or the wall outlet.